Event description:
It was reported the patient underwent a total hip arthroplasty approximately eleven months ago. Subsequently, the patient was revised one month after the initial surgery due to a periprosthetic fracture. The cup, head, and liner were revised. The stem remains implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: country: united kingdom. H10: cat#: 00877503603, lot#: 3171535 bioloxâ® delta, ceramic femoral head. Cat#: 00875201236, lot#: 66125201 36mm i.d. Size kk elevated rim liner. Cat#: 574201040, lot#: 3160371 avenir femoral stem cementless collared standard offset 12/14 taper size 4. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h4;h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.